Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not working properly and experienced high blood glucose. The customer's blood glucose was 22 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump was programmed with multiple basal rates and all registered properly in the history summary noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, scratched case and pillowing keypad overlay.